Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump stopped fill tubing after insulin had been added during the load process. The customer changed out their supplies. There was no reported impact to the customer's blood glucose level.